Event description:
Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4). The hospital reported that during an endoscopic vein harvesting procedure while using vasoview hemopro a piece of the insultation detached from the jaws and fell in the patient. They said while attempting to ligate a branch, the plastic coating on the jaws "just fell apart like it was dry rot". They thought there were 3 pieces when they first observed . Upon further inspection, they were not able to see a third piece at all. Two pieces of insulation were retrieved from the radial artery tunnel using another hp2 device with no harm to the patient. There were no additional pieces left in the tunnel. They used a new hp2 to retrieve the pieces out of the patient. Other than retrieving the pieces, no additional procedures or extra incisions were required to complete the procedure. It added approximately 5 minutes to the case. This case involved both erah and endoscopic vein harvest. There were four hemopro 2 devices used during this case. One hp2 for the radial harvest the other for the gsv harvest. Although the jaws were closed , they had it pointing downwards which lead to some degree of resistance while inserting the tool. A replacement device was used to complete the procedure. There was not harm to the patient and patient was discharged the other day.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /213/67) enter investigation the device was returned to the factory for evaluation on 03/22/2022. A photograph was provided by the account. A photographic inspection was conducted. The image was a photocopy of a photograph during the procedure. The jaws are unable to be observed. An investigation was conducted on 04/05/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no peeling was observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed.

Event description:
Unk.